Event description:
It was reported that the patient is possibly experiencing bradycardia with stimulation. The patients device registered some bradycardic events. No additional relevant information has been received to date.